Event description:
It was reported that a malfunction occurred. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump. Original device was planned for return to distributor for evaluation, and no further outcome information was received regarding event.